Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had complained of something in the region of the old incision that they could feel. At the device change out procedure the physician found this to be the suture sleeve (which had wings on it) of the ra (right atrial) lead. The suture sleeve was cut off and the lead remains in use without the suture sleeve. No patient complications have been reported as a result of this event.